Event description:
The customer reported that the system failed to allow fluoroscopic exposures and exhibited a non-recoverable loss of functionality. No pt serious injury or death was reported related to this event.

Manufacturer narrative:
It was anticipated that the system error log and footswitch were to be examined by the fse. No conclusion can be drawn as conclusive repair information is unavailable at this time and no additional service information was provided.